Manufacturer narrative:
Evaluation results as received from howmedica leibinger gmbh suggest that this event would not be associated with the device but rather would be user related.

Event description:
The metal carbon fiber fixing posts were returned because they show fissures. This event did not occur during a surgical procedure.